Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 39-40 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. Reportedly, the customer continued to use the pump for insulin therapy.